Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that the patients right ventricular (rv) lead exhibited dislodgement. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.